Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for 5 days. The blood glucose level was 260 mg/dl. No further information was available.